Event description:
During pt treatment the oscillatory amplitude pressure (delta p), was observed to be at 32 cm h20 instead of as set at 16 cm h20. Delta p was readjusted to 16, then over time, further weaned to 11 cm h20. Later, it was observed to be at 16 cm h20, and the piston centering display then was observed to move full left, followed by going full right. The pt was placed on another 3100a to continue treatment without any mention of compromise.